Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified left anterior descending coronary artery. A 2.5 x 18 mm xience pro a stent delivery system (sds) was advanced without resistance, but prior to reaching the lesion, the proximal part [shaft] broke [separated]. The separated portion was simply removed, and an unspecified drug-eluting stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material separation; however, factors that may contribute material separation include, but are not limited to, user handling damage, interaction with difficult anatomy, interaction with device accessories and packaging damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.